Event description:
It was reported that this right atrial (ra) lead had a possible infection. Additional information received that the pocket site appeared sore red with the skin becoming so thin that it was nearly expose the devised, the physician opted to revise the device. No additional patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).